Event description:
(B)(4). Went to doctor for a really sharp pain in pelvic area. It hurt to even walk. Ended up doing an ultrasound the next day. They called me the following day telling me something was perforating my uterus. I just had surgery (B)(6) 2015 and got my coils and tubes removed. I was trying to avoid surgery and now I ended up in surgery. I hate missing work this close to holidays.